Event description:
It was reported that a user experienced intermittent signal loss with a dexcom g7 continuous glucose monitor (cgm) system while using the ilet bionic pancreas, and the signal was restored during the call without further intervention, indicating an intermittent communication failure potentially related to the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure and implicated the electrical and magnetic subsystem, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.